Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of the patient's right knee on (B)(6) 2019. During followup for an intraop event, sales rep confirmed that the procedure was a revision of stryker devices.